Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient stopped charging their ipg and therefore it became inoperable. As a result, surgery may occur in the future to address this issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
E1 reporter phone number: (B)(6).

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.